Event description:
It was reported there was a critical alarm that was confirmed by telemetry. The pump was in a safe state. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).